Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels and air bubbles. The customer states large air bubbles were noted in the reservoir. The customer's blood glucose level at the time of incident was 455mg/dl. The customer states their levels had been as high as 523mg/dl. The customer was advised the reservoirs would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. Performed pre-fill test to reservoirs and the reservoir passed per inspection. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found.